Manufacturer narrative:
Initial MDR h10/h11 submitted on(B)(6)2019 4315 - the permanent cautery hook instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned post failure analysis evaluation or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it is alleged that the electrical energy arced through the permanent cautery hook instrument. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event. Follow-up MDR #1 submitted on 09/09/2019 4307- intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was also found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.085¿ x 0.053¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The conductor wire weld was inspected and no damage was found. The yaw pulley was cut off in house and no other damage was found. New additional/corrected information: 4307- intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The conductor wire weld was inspected and no damage was found. The yaw pulley was cut off during in-house fa investigation and no other damage was found. Additional finding not reported by the site: the instrument was also found to have a broken ceramic sleeve. The broken piece was missing as a result of breakage and the size of missing piece was approximately 0.085¿ x 0.053¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A log review was performed for the permanent cautery hook reported in this complaint (pn: 420183-11/n10160727 262) and the following was found: per logs, the instrument was last used on(B)(6)2019 on system (sh1738) with 4 uses remaining. No image or video investigation was performed as no image or video clip for the reported event was submitted for review. This complaint is being reported because of the arcing initially reported by the site and the thermal damage proximal to the ceramic sleeve, which is evidence of electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Updated fields: b1: populated to ¿product problem¿ as it was left blank in follow-up MDR #1 e2 and e3: updated based on a review of the reporter¿s occupation. G1 and g2: updated manufacturer¿s contact information as it has changed since previous report submissions. H5: updated to ¿no¿ as the instrument is not single-use. H6: result codes updated to 642 and 923 based on a review of the failure analysis. H8: updated to ¿reuse¿ as the system logs indicate that the reported issue occurred on the instrument¿s sixth usage of ten. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown or unavailable. The sections of d4 that are not applicable to this product are blank. Device expiration date for section d4 was left blank as this instrument has (B)(4) usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's sixth usage and, therefore, had not expired. Field d6 is blank because the product is not implantable. This report has been generated in response to FDA inspectional observations dated (B)(6)2020.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon activated the monopolar energy, there was arcing witnessed from the tip of the permanent cautery hook instrument. The procedure was completed with no reported injury. On (B)(6)2019 intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: it was reported that at the beginning of the procedure when the monopolar energy was being activated, arcing was witnessed by the site. The following were confirmed: the instrument and accessories were inspected prior to use, no collision of instruments, no video recording of the procedure and there was no patient injury reported. A "valley lab" generator was used during the surgical procedure with "30 on the power settings. It was confirmed that the surgeon used a backup instrument to complete the surgery.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: d4, g4, g7, h2, h3, h6, and h10. 4307- intuitive has received the permanent cautery hook instrument associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The instrument was found to have thermal damage on the monopolar yaw pulley. The instrument was also found to have a broken ceramic sleeve. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.085¿ x 0.053¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument or accidental collisions. The conductor wire weld was inspected and no damage was found. The yaw pulley was cut off in house and no other damage was found.

Manufacturer narrative:
The permanent cautery hook instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the accessory is returned post failure analysis evaluation or if additional information is received. This complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it is alleged that the electrical energy arced through the permanent cautery hook instrument. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the surgeon activated the monopolar energy there was arcing witnessed from the tip of the instrument. The procedure was completed with no reported injury. On 05/29/2019 intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following additional information: it was reported that at the beginning of the procedure when the monopolar energy was being activated, arcing was witnessed by the site. The following were confirmed: the instrument and accessories were inspected prior to use, no collision of instruments, no video recording of the procedure and there was no patient injury reported. A "valley lab" generator was used during the surgical procedure with "30 on the power settings. It was confirmed that the surgeon used a backup instrument to complete the surgery.